Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # z70056. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with no apparent damage. Upon testing, the trigger could not be activated due to being jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to feed into the jaws. The latch and latch post were found damaged. In addition, sixteen (16) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z70056 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the product was used on the blood vessel, but the exact name of the blood vessel is unknown. This event occurred when the device was fired outside the patient. For the above reasons, blood vessels etc. Were not clamped. For the above reasons, there was no bleeding or tissue damage due to this event. For the above reasons, there are no problems with the patient's condition after the surgery. 1. Was the device on a vessel/artery when it would not open?: no. The issue was confirmed when the device was fired outside the patient. 2. If yes, how was the device removed?: na (cut off, forced open) 3. If the device was cut off, was there any damage to the vessel/tissue?: na 4. If yes, how was the damage addressed/repaired?: na 5. Were the device jaws eventually opened?: na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic sigmoidectomy, it took more force than usual when grasping the handle, and the handle would not return to its original position at all when grasping it at the 4th to 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.